Manufacturer narrative:
On may 6, 2019 immucor technical support used a remote electronic connection method to assess files on gallieo echo v2.0 instrument serial number (B)(4). On may 7, 2019 an immucor field service engineer inspected gallieo echo v2.0 instrument serial number (B)(4) at the customer site. An unexpected reactions checklist was performed and the instrument was found to be within specifications and operating as expected. (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative antibody screen result on a gallieo echo v2.0 instrument.